Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: testing did not duplicate the unresponsive keypad issue. The keypad was torn over the ok button. All buttons responded properly. Removed keypad and found contamination under all contacts.

Event description:
The patient contacted animas on (B)(6) 2012 stating the down arrow button was unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.